Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. During the complete day, the user renewed the energy check in the required time range so all treatments were performed in the required time range. The energy was stable with no abnormalities. The reported vacuum error is caused by not good docking and most possible the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The lost vacuum which caused the stop of the system was most likely caused by movement of the eye because the patient felt a stinging sensation. The stinging sensation is most likely caused by the lasik intervention (in particular suction procedure). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that the laser stopped at 98 percent during flap creation. A vacuum error occurred when the laser stopped. No side cut could be created. Patient experienced a stinging sensation and eye shifted. Upon follow up, vacuum error stated that the vacuum had exceeded the limit. Patient also jumped due to the stinging pain. The reporter could not decide whether the patient felt the pain due to the vacuum or movement. The patient's eye became more pressed into the vacuum ring and vacuum was increased. After the event, the vacuum check was red. The reporter performed another vacuum check which was fine. Upon additional follow up, surgery was completed where only a side cut was made with a smaller diameter. Energy for bed cut and canal was decreased. Side cut energy remained unchanged. Everything was fine with the eye of the patient. Reporter indicates that the equipment did not cause the event but the patient made a movement that influenced the vacuum.